Manufacturer narrative:
H.1 was reported incorrectly on manufacturer device report 1220648-2024-24946. H.6 was reported incorrectly on manufacturer device report 1220648-2024-24946.

Event description:
The complainant reported that there was access site bleeding. During implant, after the peel away was removed, the repositioning sheath was advanced and the mattress suture was tightened down. There was still bleeding. Despite placing an additional mattress suture, there was still bleeding. Therefore, manual pressure was held and the doctor ultimately decided to also place a low pressure femostop and the site was stabilized. Three days later, the family decided to withdraw care and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella rp flex with smartassist instructions for use & clinical reference manual section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿